Manufacturer narrative:
Insulin pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime - compromised force sensor system and excessive no delivery test or verify unresponsive button due to frozen display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported for frozen screen and keypad anomaly. . The customer¿s blood glucose was unknown. Customer reported screen is frozen, act button hasn't been working fine for a couple of months also has button error tried removing the battery and replace it with another, this has worked for few times but not since last night. Advise to discontinue use of the insulin pump and revert to a back-up plan per hcp's instruction. The insulin pump will be returned for analysis.